Manufacturer narrative:
Internal report # (B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/22/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for lo blood glucose results. The expected fasting blood glucose test result range is 120-150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is november 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). The customer is calling because he feels that the results he is getting from the meter are reading low. The customer stated that he is not experiencing any symptoms regarding his diabetes and does not need to seek any medical attention.

Event description:
Consumer reported complaint for lo blood glucose results. The expected fasting blood glucose test result range is 120-150 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). The customer is calling because he feels that the results he is getting from the meter are reading lo. The customer stated that he is not experiencing any symptoms regarding his diabetes and does not need to seek any medical attention.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2018 returned test strips produce low, high readings. Most likely underlying root cause of low results are due to improper storage of test strips: vial left open for an extended period of time. (B)(4). Note: manufacturer contacted customer on 1/22/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.